Manufacturer narrative:
UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Therapy date - (B)(6) 2017. Concomitant medical product - juggerknot 1.4mm 1 #1 mb 10pk catalog # 912010 lot # p03776. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001825034 - 2017 - 06853.

Event description:
It was reported that during surgery two anchors broke; another product was used to complete the procedure.